Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their right lower first molar is cracked, and they will need to get a root canal. They were seen by their dentist for evaluation of the molar and also found that the tooth is lose because of the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.